Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician was unable to cross the lesion using the enroute 0.014" guidewire and 4f catheter. Angiogram revealed extravasation of contrast at the bifurcation. The procedure was converted to carotid endarterectomy (cea), and no further complications were reported.